Event description:
It was reported that the monitors on the 2800 system will blank as they are moved around. It was also noted that images sent to pacs had incorrect date. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the monitor cable assembly and reloaded software to address monitor and date issue. The system was tested and found to be working as intended and placed back into service.